Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal remained in the loading device upon removal of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. The aortic cutter was also returned; the aortic cutter did not appear to have been used. The heartstring iii device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, the anchor tab and the seal were inside of the delivery device. The seal was cracked along the fourth row from the outer edge. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for premature deployment and cracked seal. The evaluation results and a copy of the heartstring iii IFU are being sent to the customer. A lot history record review was completed for the reported product lot number. There was nonconformance recorded in the lot history. (B)(4).